Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that all of the medications reported previously were in the pump. It read 10mg/ml concentration; the dose read "2.2". Additional information received reported that the concentration of fentanyl was 10mg/ml, the concentration for dilaudid was 10mg/ml and the concentration for clonidine was "1.3mg/ml" with a daily dose of 10mg. It was reported that the patient had "full withdrawal including seizures and hallucinations." It was reported that there were no alarms. It was reported that it was "replaced with prometra." It was also reported that the pump reported "3.5ml" residual volume and the actual volume was "0."

Manufacturer narrative:
The other relevant components include: product ID: 8731, lot# b005594n37, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated catheter failure had occurred. No event date was specified. The patient had experienced failure of therapy and overdose. Conflicting explant surgery date of (B)(6) 2014 was provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the past two weeks, the patient experienced withdrawal symptoms and was in the hospital. The patient was released and the physician went yesterday to give a refill. When the physician pulled back drug, nothing but bubbles came out. The patient was told by the physician that there should have been drug and that the personal therapy manager (ptm) read they had until the (B)(6) before a refill was needed. The physician stopped the ptm. The physician told the patient, the pump is leaking. The patient was in the emergency room (ER). A bridge bolus was in effect with 4:33 h: m. Time left remaining. The patient was reduced to 2.2 a day which is 15%, concentration 10 mg/ml ¿dlfncl¿ which was believed to be clonidine. The patient experienced tachycardia, acute renal failure, and was hypotensive. Today, the patient was very lethargic. Troubleshooting was a regular printout of the pump was obtained. There was a difference of 0.2 missing. Yesterday, there was 19.6 ml. Today, there was 19.4. The patient was currently in the intensive care unit (ICU) for their blood pressure being too low. Patient status at time of this report was alive, with injury. The pump was delivering clonidine 10 mg/ml; dose 2.2 mg a day, dilaudid 10 mg/ml; dose was noted as ¿same¿ and phenergan 10 mg/ml; dose was noted as ¿same¿. Additional information has been requested but was not available at the time of the report

Manufacturer narrative:
Product ID 8731, lot# b005594n37, implanted: 2003 (B)(6); product type catheter. (B)(4).